Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a thoracolumbar posterior fusion (l4) for the fracture of the l2 vertebral body on (B)(6) 2022. The following events took place during the procedure: the surgeon tried to inject the cement into l4 and th12. After mixing the cement, the surgeon injected 1 cc cement into left l4 and 0.5 cc cement into right l4. It was found that a cement-like mass could be seen in front of the vertebral body. Although the surgeon guessed that the cement leaked from the vertebral vein, there was no continuity between the cement and the cement near screw. There was no leakage to vessels. It was unclear if the mass was cement. Then, the surgeon started to inject the cement into th12. The image intensifier showed that the cement condition did not appear to be a problem. There was not intraoperative decrease in blood pressure or other changes. The surgery was completed successfully without any surgical delay. The surgeon commented that the cement was placed in a fresh vertebra unlike bkp, so that the blood vessels were alive and there was a risk of leakage. The surgeon guessed that the cement might leak from veins and might leak into the anterior vessels because of many and large veins in the vertebral body. The surgeon thought that it is often asymptomatic and cement leakage is common. The surgeon will follow up with the patient. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Initial reporter occupation: reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.